Manufacturer narrative:
The customer was provided with the part numbers to perform repairs and had agreed to repair the device on their own. The device was not tested by philips. The specific parts replaced were not indicated by the customer as they were going to source the parts internally and perform their own repairs.

Event description:
The customer reported that they were attempting to put a spare rp5810 pc into use for monitoring when they identified an audio issue during testing supporting that audio was not working. The device was not in use at the time; the device was being tested for use after having been out of use for several years. No adverse event occurred.